Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during unpacking, the physician carefully removed the stent from package and stent was damaged right out of package. No patient complications were reported.

Manufacturer narrative:
(B5) updated event description. (E1) initial reporter title: updated to dr. (E1) initial reporter first name: updated from (B)(6). (E1) initial reporter last name: updated from (B)(6). (E1) intiail reporter phone: updated from (B)(6). (E1) initial reporter email: updated to (B)(6). (E3) occupation: updated from other health care professional to physician.

Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during unpacking, the physician carefully removed the stent from package and stent was damaged right out of package. No patient complications were reported. It was further reported that cardiac catheterization was perform for pre-transcatheter aortic valve replacement. The target lesion was located in a saphenous vein graft to obtuse marginal branch (om1/om2). The procedure was completed with another of the same device and the patient status was stable.